Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps device was used during a gastroscopy procedure. According to the complainant, during the procedure, the forceps jaws "collapsed" and the tip became "crimped" preventing safe removal of the device from the scope. Additionally, the pullwire was found to be broken. It is not known if the user is alleging that the jaws were bent. The scope and forceps were removed in tandem from the patient, and then the procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.